Manufacturer narrative:
The device was received for evaluation. Visual inspection using stereoscope which revealed that the tube has a cut cross made with a blade or needle in the section cross near to the assemble. Functional test including pressure testing were performed and the results were not satisfactory. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a plexitron continu-flo solution set presented a leak coming from the upper side of the set. This was identified during priming and before patient use. There was no patent involvement. No additional information is available.